Event description:
Analysis of the returned generator was received as well. The returned in-line test resistor showed no setscrew indention marks. Various electrical loads were attached to the generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. The pulse generator performed according to functional specifications. There were no performance or any other type of adverse condition found with the pulse generator.

Event description:
It was reported that during the patient's vns generator change on (B)(6) 2016, high lead impedance was observed. The new generator was thus implanted and diagnostics were normal (3912 ohms and 3710 ohms). The patient was then closed with the new generator, but when adjusting settings, high impedance was observed >10,000 ohms. It was reported that three more diagnostic tests all received high impedance >10,000 ohms. The patient was then re-opened and the lead pin was re-inserted several times but still reported high impedance. Thus, a new lead was implanted which still reported high impedance several times >10,000 ohms. Thus, a new generator was opened and implanted. Impedance was 1750 ohms, both outside and inside the pocket. The first replacement generator and initial lead were received by the manufacturer for analysis. Analysis of the returned generator has not been completed to date. Analysis of the returned lead was completed. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. Programming history was reviewed for the patient's previous implanted generator. No anomalies were noted in the programing history, although the most recent data available was from (B)(6) 2008. No additional relevant information has been received to date.